Event description:
The customer reported that an end tone, indicating a completed seal cycle, was heard, but sealing was not completed. Sutures were used to seal the vessels. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.